Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10. Sidusâ® stem-free shoulder, humeral anchor, uncemented, m item# 0104555120 lot# 3056797. Biomet bc r 1x40 us item# 110035368 lot# y11baa2101. Size 1 3-peg monoblock cemented glenoid item# sagl2021 lot# 64803705. Keel sponge single use only item# 00430103401 lot# 64499574. Comp rvs 9 in stnmn pin sf item# 405800-00 lot# 495090.

Event description:
It was reported that the patient had a right shoulder arthroplasty and subsequently, approximately 3 years post implantation, underwent a revision surgery due to unknown reasons. Sidus stemless component and an alliance glenoid were revised. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D10. Unknown alliance glenoid item# unknown lot# unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a right shoulder arthroplasty on an unknown date. Subsequently, the patient underwent a revision surgery due to an unknown reason. Attempt has been made to obtain additional information. No additional information has been received at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. The reported products were reviewed for compatibility with no issues noted. Based on the available information, the reported event cannot be confirmed, and a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.